Event description:
It was reported that noise was noted on stored egm. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the distal tip measuring 53 cm was returned for analysis. The outer insulation was degraded at 7.8 to 14.8 cm from the distal tip. The outer insulation was breached at 10.3 cm from the distal end due to degradation. The silicone insulation was intact at these locations. Without the return of the entire lead a complete analysis could not be performed.